Manufacturer narrative:
The trocar wipe is a manually operated swab for cleaning the cannula of trocars used during laparoscopic procedures. Each swab consists of two different sized foam heads at opposite ends of a semi-rigid shaft. The shaft contains a stainless steel wire between 4-1/2" and 6-1/2" long which is inserted into the central axial lumen of the 8.3" shaft, the sole purpose of which is to provide x-ray detectability. The assembly procedure involves folding the distal end of one of the foam heads off to one side, inserting the wire until flush with the end of the shaft, and then releasing the foam until it returns to its original configuration. This normally provides a mechanical barrier to movement of the wire. In this case, the wire apparently had a small bend at the distal end which prevented complete insertion into the shaft lumen. This was not noticed by the assembly personnel but it allowed the wire to be observed by the end user. It is not certain whether the wire was found in its original position relative to the shaft and the foam head or whether it had moved, due to friction with the zip bag or other components of the kit in the zip bag after being sealed in the tyvek/mylar sterile pouch, during loading, packing and shipping. In normal use, the trocar wipe does not contact the pt and only a momentary wiping of the inside cannula of the trocar is performed. If, in a worse case scenario, a wire was completely pulled out of a trocar wipe, it would be immediately observable to the surgeon upon re-introduction of the laparoscope into the same cannula. If unobserved under that circumstance, the wire would show up under x-ray. Further more the wire is (B)(4), the type used frequently in suturing bones, and was found to be biocompatible in prior testing thus further reducing risk to the pt. In this reported case, the wire was found by the user prior to insertion in the trocar and no harm occurred to the pt. This event occurred with a unit from lot k1011. (B)(4). This is the first report of a failure of a trocar wipe of this design. (B)(4). In jan 2012, a new design was instituted which provides x-ray detectability directly into the shaft material itself through the incorporation of barium sulfate into the native mold material. Thus lots produced after the 2nd week of jan do not have the wire in the shaft further eliminating the risk of this hazard from future production lots.

Event description:
Title: x. Even desc: scrub started to use disposable trocar wipe from sterile field and saw a piece of wire protruding from the end. She pulled the wire out and trocar was removed from the field. No adverse outcome to pt. Laparoscopic colon resection. Device usage problem: other.